Event description:
False negative results. No more details available.

Manufacturer narrative:
Control lot: 100miu/ml hcg urine control lot: hcg081008-01, 25miu/ml hcg urine control lot: hcg080821-03, 217.7iu/ml hcg urine control lot: hcg081020-01. Summary of results: the retention devices meet qc spec. Correct positive results were observed when tested with 25miu/ml hcg urine control. The 100miu/ml and 217.7iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. Probably root cause: it is known that the hcg level in serum is normally higher than it in urine because urine sample is more likely influenced by many factors (such as take in too much water or renal disfunction). And it is stated in complaint info that the serum quant test on same day was around 200miu/ml. In that case, the urine hcg level may be lower than cut-off (25miu/ml), and lead to a negative result. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. Conclusion: the retention strips meet qc spec. No false negative result was observed. So this complaint is not confirmed. We will do more investigation if the urine sample can be returned back.